Manufacturer narrative:
(B)(4).

Event description:
It was reported that login was prompted during a sensor session. It was inidicated that the patient was under 2 years old, which is off-label usage of the device. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.